Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. In addition, it was reported that the pump became frozen on the fill tubing stage screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer reset the pump and resumed insulin delivery. Customer¿s blood glucose level was 258 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.